Event description:
An optical vessel dissector got moisture inside it, making it impossible to see through the scope. The dissector is designed to not get moisture in it. The clinician felt there must be a crack or defect in the product.